Event description:
An empty cartridge alarm was reported by the customer, who noted that the insulin gauge displayed a different amount than expected earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. To resolve the issue, the customer loaded a new cartridge.